Event description:
The customer reported that the v60 ventilator touch screen was blurred. There was no patient harm reported.

Manufacturer narrative:
The hospital refused to provide patient's information.